Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes with baseline noise that is observed on both the shock electrogram and the nearfield, this being over sensed. Noise origin seems external as signals are not being picked from the atrium. The over sensing led to inappropriate anti-tachycardia pacing. They were going to ask the patient what them have been doing since the beginning of the observed noise. The ICD remains in service at this time. No adverse patient effects were reported.